Manufacturer narrative:
The tech found the head down button on the right user control module was stuck. The tech replaced the right user control module to resolve the issue.

Event description:
Tech alleged that the head of the bed is drifting slowly and intermittently. No impact to staff, pt or visitor.